Event description:
A cartridge alarm 30 was reported by the caller, which occurred during pumping. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer successfully reloaded the existing cartridge and resumed insulin therapy. They were advised by technical support to continue using the pump and to contact them if the issue recurred. No additional information was received regarding the outcome of the event.